Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a stroke code called on (B)(6) 2020 for aphasia and altered mental status. Computed tomography (CT) of the head demonstrated a large left hemispheric intracranial hemorrhage with edema and subfalcine herniation with subsequent brainstem compression due to mass effect status post intubation and transfer to the cardiothoracic intensive care unit (cticu) with repeat of worsening hematoma. The patient was off sedation since (B)(6) 2020 with no change in exam. The patient was absent of brainstem reflexes with triple flexion in lower extremities. No neurosurgical intervention was offered given the severity of the patient's neurological injury. The patient passed away on (B)(6) 2020.